Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of the operative report? Does ethicon have your permission to contact the surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the patient¿s spouse that the patient underwent an unknown surgery in (B)(6) 2018 and suture was used. Following the procedure, the patient developed a blood infection and died in (B)(6) 2019 it is unknown which suture was used. It was reported that the patient had a hole in the heart where the unknown suture was used. Additional information has been requested.